Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Also received with cracked case at the display window corner; cracked reservoir tube lip; minor scratched lcd window; broken belt clip slot; scratched case; scratched reservoir tube window and cracked battery tube threads.

Event description:
Customer reports to have received a button error alarm. Customer attempted to deliver a bolus shot and pump continued to deliver bolus shot; then customer received button error alarm. Customer states insulin pump was exposed to moisture. Customer's blood glucose was 126 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided